Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 120 units of insulin, and the insulin gauge displayed 19 units after delivering approximately 13 units. Although requested, the contact declined to perform troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.